Event description:
It was reported that an external fluid leak was observed from the "upper part" of a polyflux 140h during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample showed that the product was contaminated with blood and required disinfection prior to analysis. Functional leak testing of both the device dialysate and blood sides was performed, and no leaks were detected. Further inspection of the dialyzer connectors did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.